Event description:
It was reported that this previously capped atrial lead was part of the system revision due to infection. No adverse patient effects were reported. The previously capped atrial lead was surgically abandoned.